Manufacturer narrative:
Additional information received: there was no injury that occurred. This is a follow up report for this additional information. Investigation: we requested investigation result but only received information from end user, that after sending it to repair the device works normally. Dentist does not know what exactly was repaired. The device was returned to the dealer for repair, not manufacture. Customer/reporter said that maybe there the device software needs to be upgraded. Reporter is not sure what specific repairs were made. But now, the device can be used normally. Conclusion: no investigation result received, therefore root cause unknown this is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code -4580. Health effect - impact code - 4648. The correct codes for this complaint are: health effect - clinical code -4582. Health effect - impact code - 2199. This is a follow up report for this corrected information.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that raypex 6 gave incorrect measurement. The outcome of this event is unknown as of this MDR.